Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device follow-up in clinic, device failed to deliver hv therapy during vt, resulting in a syncopal event. Upon review of the episode, it was noted that the device inappropriately recognized the episode as true vt as svt. Atrial fibrillation occurred concurrently, and the rhythm broke without device intervention. Programming changes were made, and the patient will continue to be monitored.